Event description:
The customer reported her blood glucose reached 414 mg/dl less than 2 hours after the pod was activated and that the cannula was out of the skin.

Manufacturer narrative:
The product was not returned for evaluation. The customer reported that the cannula dislodged from the infusion site, a condition which could interrupt insulin delivery and contribute to hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.